Event description:
It was reported that during a stent procedure, prior to using the herculink plus, a hole was noted in the stent delivery system (sds) balloon. However, the decision was made to use the device anyway. After deploying the stent, the physician was unable to remove the balloon from the stent. Therefore, the physician pushed the sds distally, and then tried again to pull the balloon out, but the balloon would not come out of the stent. The pt was then taken to surgery to remove the balloon. The stent was adequately deployed and requried no further intervention. The pt was reportedly to be doing fine.